Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a s233 (over temperature-psc) malfunction alarm code and an abnormal grinding noise was heard while the device was on ac power. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, multiple s233 malfunction alarm code were noted in the device history. Further testing found that the device fan produced a growling sound. The fan was not rotating fast enough during the battery charging to cool the device. The probable cause of the s233 malfunction alarm was a broken device cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.